Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have improper swaging of the instrument grip pin. The grip pin was found to have improper swaging, appearing to be missing a screw. As a result from the improper swaging, the pin no longer held both grips together. The pin was still attached to the grip, but moved freely. The complaint regarding screw missing was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a loose grip pin is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: failure analysis confirmed the instrument's grip was loose. This instrument is designed with a grip pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted radical cystectomy with ileal conduit procedure, the customer noticed the prograsp forceps instrument was missing a screw. A similar backup instrument was used to proceed with the case. There was no reported injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.